Event description:
A peritoneal dialysis (pd) patient's caregiver reported finding a leak between the patient's catheter and the set's patient line. She was in fill 1 when she felt a leak. The caregiver reported that the connection was not tight enough. She discontinued treatment and contacted the patient's pd nurse. The set was retained and is being made available for evaluation. During follow up, the patient's contact reported that the patient had been prescribed antibiotics following the incident by the pd nurse as a precaution. During additional follow up, the patient's pd nurse reported that she did not have any signs of infection and the antibiotics were prophylactic.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.